Event description:
It was reported from the covenant healthcare emergency care center report dated 2006, it appears that the patient was brought via ambulance to the emergency room with a dislocated right hip. Attempt at closed reduction was unsuccessful and the patient was revised.

Manufacturer narrative:
Ni